Event description:
It was reported that in november 2009 the patient suddenly developed complete heart block with an escape rhythm of 30 bpm and non-captured pacing spikes. Device interrogation revealed a significant increase in the pacing threshold and no capture at maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found; full lead returned and analyzed.